Manufacturer narrative:
Corrected data: type of reportable event corrected to reflect serious injury.

Event description:
With a total of 3 tracheal cannulae, it was not possible to perform a complete block with the help of the cuff during use. Only after the cuff was completely unblocked was it possible to perform another blockage, but this condition did not last. Furthermore, there was fluid in the cuff balloon and the supply line. No adverse patient effects were reported.